Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate, and the pump date and time were inaccurate. Additionally, it was reported that the pump shut down unexpectedly, and a cartridge change error occurred. Customer¿s blood glucose level was 150-350 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.